Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the serial number was not made available. However, all device history records (DHR) from this lot number are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a progav shuntsystem (#fv440-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be not adjustable. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported.